Manufacturer narrative:
An event regarding alleged pain involving a secur-fit stem was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: not performed as medical records were not received for review with a clinical consultant. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the exact cause of the reported pain could not be determined because insufficient information was provided. Further information such as operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and/or insufficient information was received. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient stated she had a right total hip replacement on (B)(6) 2011 (is unsure of the date, it may be the (B)(6)) at (B)(6) hospital by dr. (B)(6), and has had pain and weakness since the surgery. In 2012 she had exploratory surgery by dr. (B)(6) who found a broken bone and a tendon that needed to be reattached. Patient wants to know if her implants were recalled as she is due for surgery on her right hip on (B)(6) 2016.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Patient stated she had a right total hip replacement on (B)(6) 2011 (is unsure of the date, it may be (B)(6)) at (B)(6) hospital by dr. (B)(6), and has had pain and weakness since the surgery. In 2012 she had exploratory surgery by dr. (B)(6) who found a broken bone and a tendon that needed to be reattached. Patient wants to know if her implants were recalled as she is due for surgery on her right hip on (B)(6) 2016.